Event description:
The physician was attempting to treat a lesion exhibiting 80% stenosis in the proximal rca with a 3.0x30mm endeavor resolute drug eluting stent. The device was inspected prior to use with no issues noted. It was reported that the lesion had been pre-dilated. An attempt was made to position the stent but the endeavor resolute device could not cross the lesion. Resistance was encountered at the lesion, however, excessive force was not used. A new 3.0x30mm endeavor resolute device was used to complete the procedure. There was no patient injury as a result of this event. The device was returned to the manufacturing site for evaluation and analysis revealed damage to the stent. Evaluation summary the hypotube was kinked 16cm, 62cm, 78.5cm and 86cm distal to the strain relief. The distal tip was deformed. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 9th and 10th distal segments were deformed, the 16th and 17th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusion: stent deformation, stenosis. (B)(4).